Event description:
It was reported that this right atrial (ra) lead was explanted shortly after it was implanted due to dislodgement caused by twindlers sysndrome. No additional adverse patient effects were reported.